Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a gradual rise in pacing threshold values and approximately two months later, failure to capture at maximum outputs was noted. Lv lead dislodgement was indicated and the lv lead pacing configuration was reprogrammed to a different vector. It was noted the patient had a two month history of increasing shortness of breath and intolerance of exercise. The physician stated that the patient's heart failure symptoms had returned due to the lv lead not capturing. The lv lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.